Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was duplicated. During functional testing the latch lock optic sensor failed. The cause was an inoperable latch lock optic sensor. The latch lock flex optic sensor was replaced to fix the problem and bring pump into full functionality. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the lock was unresponsive. The product fault occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.